Event description:
It was reported, since implant, the pt has experienced issues with her arms (unspecified), cluster headaches and seizures. The pt has had success with the therapy treating the back pain for which it was implanted. An x-ray performed showed no issue with the device. The migraine headaches appeared to stop when the stimulation device was off. Troubleshooting was being considered. Additional info has been requested but was not available as of the date of this report.